Manufacturer narrative:
This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity I anti-hbs results for one patient sample. The patient was diagnosed with pneumonia and the sample appeared icteric. The customer repeated the sample once and the repeated result matched with the initial result. No data was provided on the repeat. The patient has not been confirmed to have hepatitis b. The results were reported out of the lab. The following data was provided: anti-hbs result = 19.03 miu/ml (reference range < 10.00 miu/ml) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for the alinity I anti-hbs reagent lot 31522fn01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Labeling was reviewed and adequately addresses the customer issue. The historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines. The specificity for the alinity I anti-hbs assay was estimated to be 99.76% (for total donors) and 98.68 at the lower 95% confidence level, therefore false reactive results may at times occur. False reactive results may arise because of sample or reagent integrity issues at time of testing and details regarding sample and reagent handling are provided within the product package insert. For accurate results, serum and plasma specimens should be free of fibrin, red blood cells, and other particulate matter. To ensure consistency in results, recentrifuge specimens prior to testing if they contain fibrin, red blood cells, or other particulate matter. Per product labelling, anti-hbs results inconsistent with clinical evidence suggest additional testing to confirm the results. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. Based on our investigation, no systemic issue or deficiency with the alinity I anti-hbs reagent lot 31522fn01 was identified.

Manufacturer narrative:
Updated section- h6 adverse event problem: medical device problem code: from a090804 to a090809.